Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt and check te messages) has been confirmed. Upon evaluation the monitor failed incoming functionality testing. Upon investigation, the pulse wire connecting to j4 connector on the defibrillator pca was detached. The cause for the reported messages was the open j4 connection. The root cause for the detached j4 connector could not be positively identified. Additionally, the monitor reset after delivering a pulse during a pulse test at the distributor. As well, insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted allowing high voltage to travel to low voltage circuitry, damaging components on the pca. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. The root cause for the shorted igbts could not be positively identified. A design change to address the pulse resets (PMA supplement (B)(4)) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving "adjust belt" and "check therapy electrode" messages.